Manufacturer narrative:
Pump received with cracked glass and bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump fell out from the pocket and was smashed by a car door. The customer stated they were unable to read the screen due to the damage. Customer's blood glucose was 110 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.